Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg value not provided). Customer did not know cause of event; however, currently had a chest cold. Pump system check with tandem technical support found the pump to be operating as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.